Manufacturer narrative:
Additional information was received that the patient will undergo a revision procedure.

Event description:
A report was received that the patient will undergo a paddle lead replacement procedure for an unknown reason.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo a paddle lead replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and lead were replaced due to poor paddle placement and inability to get coverage. Reason for ipg replacement was unknown. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model#: sc-1132 serial #: 113556 description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient will undergo a paddle lead replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for ipg replacement was due to difficulty charging. The physician believed that the device was nearly end of life. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient will undergo a paddle lead replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient will undergo a paddle lead replacement procedure for an unknown reason.